Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix was not extending beyond the lead tip was first implanted. Then, when repositioned the helix worked as expected. When tested after repositioning the lead impedance was unusually high. When attempting to retract the helix it took an excessive number of turns to retract. The lead was explanted and there were no visible issues or tissue on the lead tip. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal low voltage (lv) electrode of the lead was covered in blood. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.